Event description:
It was reported that the customer received pmp alarms and blood glucose level was elevated. The customer declined any troubleshooting from tandem technical support and declined to provide any additional specific info.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.